Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt, the stylet would not advance to the end of the right ventricular (rv) lead. A different lead was successfully implanted. No patient complications have been reported as a result of this event.